Manufacturer narrative:
The lot number was provided and the lot history review was performed. One plastic powerport MRI isp was returned for evaluation with no catheter or catheter lock. Functional and/or dimensional evaluations were performed. The investigation is inconclusive for the report of aspiration difficulty, as the port was patent to infusion and aspiration, with no leaks observed even under increased hydraulic pressure; however, not all of the device was returned for evaluation. Based on the available information, the definite root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 9808560 port & catheter allegedly experienced a suction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The female patient's age and weight were not provided.